Manufacturer narrative:
Facility staff attributed the alarms to problems with the pt's access. The cycler alarmed appropriately. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Arterial air and venous air alarms occurred one week apart during two routine hemodialysis treatments, which could not be resolved by the operator. Both treatments were discontinued without performing rinseback, resulting in an estimated blood loss of 190cc for each. The pt's hgb level was 10.3 g/dl on (B)(6) 2011, and decreased to 8.7 g/dl on (B)(6) 2011. The pt's aranesp was increased on (B)(6) 2011, from 60 mcg every two weeks to 100 mcg every two weeks. No other med intervention was required.